Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was an area of in stent restenosis (isr) a non-boston scientific device located in a moderately tortuous and moderately calcified bend in the proximal right coronary artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a slit like form on the proximal side at 6atm for approximately 15 seconds. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no patient complications and the patient was in good condition post procedure.